Manufacturer narrative:
B3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found the right plunger case and the bottom case was cracked. Occlusion tests were performed and verified the "clutch error". The cause of the reported issue is the clutch half's are over 8 years old. The root cause of the check clutch error was due to the clutch halves no longer operating as intended as a result of customer use. The repairs done to correct the reported problem was replace clutch half's left and right, replaced leadscrew and spring as preventative measure. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Event description:
It was reported the pump alarmed clutch error. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.